Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2010 in pt's right eye. Surgery is pending to explant the lens due to excessive vaulting and elevated iop. Subsequently, the pt had narrowing of the angle and shallowing of the acd. The lens is going to be exchanged for a shorter lens.

Manufacturer narrative:
(B)(4). (B)(4).